Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of pain and peritonitis patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced pain. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. Dianeal therapy was ongoing. The patient was recovering from the peritonitis and was a little better at this time. The outcome for the event of pain was not reported. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of pain.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: 11f22h25, 11f22h25, and 11e17h25 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.